Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize its defibrillation electrodes. In this state, the device would not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and it was observed that the device had reverted back to its default settings, due to a depleted coin cell battery. This resulted in the device booting up in AED mode, which will cause it to give a "connect cable" message if connected to standard hard paddles. The reported issue of the device prompting "connect electrodes" was not verified and the cause could not be determined. The reported issue of the device prompting "paddles not recognized" was verified, and the root cause determined to be the depleted coin cell battery, resulting in the device reverting back to default settings and booting up in AED mode, in which the device would not detect the hard paddles.

Event description:
The customer contacted physio-control to report that their device would not recognize its defibrillation electrodes. In this state, the device would not be able to deliver therapy, if it were needed. There was no patient use associated with the reported event.